Event description:
It was reported the patient was admitted to the clinic for initial procedure. Interrogation the following day revealed the pacemaker was undersensing atrial flutter resulting in inappropriate atrial pacing. Programming changes were implemented. The asymptomatic patient was in stable condition.